Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. There was no evidence of arcing damage in the header of the device. The device was then subjected to and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. This device did fail the "induced shock (delivered energy)" test software limit, but the delivered energy and all of the other shock pulse parameters that were recorded as part of the induced shock test were within the "induced shock specifications" defined in the test requirements specification. A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling. This issue is discussed in our q3 2010 crm product performance report.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.